Manufacturer narrative:
Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements, and found to be in specification.

Event description:
In this event it was reported that a xive s plus implant that was placed on (B)(6) 2013, was positioned too close to the mandibular nerve and resulted in paresthesia. Consequently, the implant was removed 4 days after implantation. A f/u visit on (B)(6) 2013 revealed an improvement of the pts' symptoms.